Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during installation, a 980 ventilator had a burnt smell and smoke. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: the pb980 ventilator was evaluated and the direct current (dc - dc converter) was replaced. The dc - dc printed circuit board was returned to medtronic for failure investigation. A visual inspection of the returned part was conducted and it was observed that component c83 had thermal damage, connector p1 was damaged, components c14 and c15 were missing and three pins on component u2 were broken. The fault was isolated to the c83 electronic component. If information is provided in the future, a supplemental report will be issued.